Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that measured data was difficult to obtain. The programmer was powered off, other programmers were used, and a software download was performed in an attempt to obtain measured data. All attempts were unsuccessful. Prior to replace- ment, the device could not be interrogated.